Event description:
It was reported that during patient use, the ventilator became inoperative. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb), which resolved the issue. No parts are expected to be returned. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.